Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04062 ).

Event description:
It was reported that patient underwent a left total hip arthroplasty in 1993. Subsequently, a revision procedure was performed on (B)(6) 2006 due to unknown reasons. It was further reported the patient underwent another revision procedure on (B)(6) 2013 due to wear of the modular head and acetabular cup, black staining and fracture of the acetabular liner. Information received in operative report notes metallosis, abductor failure, acetabular lysis, segmental bone loss, and cysts. The acetabular cup, liner and modular head were replaced with a legacy biomet modular head and legacy zimmer cup and liner.